Manufacturer narrative:
(B)(4).

Event description:
It was reported during implantation, low thresholds were observed on the right atrium. The patient became symptomatic with severe heart block. The lead was repositioned several times but the lead became stiff with deployment of the helix. The physician attempted to implant two other leads, however, the same results reoccurred. All three leads were not used and two new leads were implanted. No further information is available.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.